Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the patient to their physician¿s office on the phone and they sent the patient back to the manufacturer to address their issues of the shocking sensation from the device and not getting pain relief. The patient stated that nothing has been done to address the issue and the issue had not been resolved. Their manufacturer representative (rep) told them to call them back to reset the device and the patient had not done so yet. They stated that being told to call here and there and have to repeat was awful and the patient stated that they gave up. The patient stated that they were turning it off until they get help.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned yesterday they were walking back in the house, it felt like it shorted out and they felt like they had an electrical shock. Patient mentioned they recently started to use the stimulator and use it in the day and turn it down later in the day. Patient then mentioned the stimulator hasn't worked and noticed the issue from the very first day. Patient then mentioned the stimulator didn't do anything to help with the pain until recently. Agent asked and patient denied any recent falls/trauma. As a courtesy agent offered to send email to notify the field. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.